Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customers pump had scratches on the pump screen. There was no reported impact to the customers blood glucose level. Reportedly, the pump is still functional. It was unknown how the customers pump got the scratches.